Manufacturer narrative:
Internal report reference number: (B)(4) test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 11-may-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results and meter not powering on. The customer called concerned with test results from results obtained of 283 and 195 mg/dl. The customer stated his expected fasting blood glucose test result range is 130-190mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2027 and per the customer the open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 283 mg/dl , date: (B)(6) 2026, time: 3:10pm fasting pm, result 2: 174 mg/dl, date: (B)(6) 2026 , time: 7:42am fasting am , result 3: 186 mg/dl, date: (B)(6) 2026 , time: 7:41am fasting am , result 4: 143 mg/dl, date: (B)(6) 2026, time: 5:15am fasting am , result 5: 195mg/dl , date: (B)(6) 2026 , time: 8:08pm fasting am.